Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is rec'd and the investigation is completed. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure and while they were putting the tip on the scope of the vasoview hemopro endoscopic vessel harvesting system, the tip broke apart and separated. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk. The product is returning.